Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6, h10. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11371. It was reported that the patient presented in clinic for implant procedure. During the procedure, it was found that there were complications with the helix rotation mechanism of both the novel atrial and ventricular leads. The procedure was completed using different leads on (B)(6) 2020. The patient was stable.